Event description:
It was reported by the abbott technical services that the patient presented remotely to the clinic via merlin.net transmission. Transmissions revealed that the patient's pacemaker had a far r oversensing resulting in inappropriate automated mode switch (ams) episodes. No intervention performed and no patient consequences was reported.

Event description:
New information received notes the patient's pacemaker was re-programmed to resolve the issue and no patient consequences was reported.